Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating and smoking. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat and smoke was confirmed by the technician through functional evaluation, disassembly and visual inspection. Through visual inspection, the bearings in the device were worn/damaged.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating and smoking. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.